Event description:
The surgeon inserted a single piece collamer intraocular lens model cc4204bf in the pt's eye and the haptic was broken. The surgeon removed the lens without enlarging the incision and iniserted another lens. No pt injury. The reporter stated that this occurred twice for this same pt. No pt injury for either incident. See report number 2023826-2005-01735 for the other lens.